Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step, despite using room temperature insulin, not reusing cartridge, and completing steps to remove air without overfilling. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to disconnect tubing and attempt to fill again, saw insulin collect at cartridge pigtail but still did not see drops at tubing end, then replaced tubing and cartridge while remaining disconnected from site and ultimately resumed insulin delivery after cartridge replacement. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.